Manufacturer narrative:
Review of manufacturing records confirms product was manufactured to specification. A follow up report will be submitted when investigation is completed. Addendum: this is in follow up to the initial MDR submitted. Images provided of the alleged unit did not show an open condition. The images provided may be of the sample that was properly sealed, or the open condition is on the reverse side, and not shown. Note the carton has two labels with each sealing an end flap of the carton. To open a carton the label must be cut/torn to allow the flap to open. The images did not show the inner package that was alleged to contain non-sterile implant. After being made aware of the complaint review of the bd barcelona office where the products were obtained was performed. Two boxes had a torn label, one side only. The tear was not sliced with sharp edge but appeared to be opened by jamming a finger and tearing it across. Within was the intact sterile inner package containing the galaflex implant. All other units had fully sealed cartons. Investigation concludes at some point after receipt in barcelona cartons were physically opened. This went undetected when securing the samples to provide for the procedure. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, to facilitate a breast repair procedure product was requested for the case. On the day of surgery, our representative who was in the case noted a compromised product that was in an open (non-sterile) condition. That unit was not provided for use. The procedure was completed using another sterile single use galaflex 3d unit. There was no health effect to the patient as a result of the event.

Event description:
As reported, to facilitate a breast repair procedure product was requested for the case. On the day of surgery, our representative who was in the case noted a compromised product that was in an open (non-sterile) condition. That unit was not provided for use. The procedure was completed using another sterile single use galaflex 3d unit. There was no health effect to the patient as a result of the event.

Manufacturer narrative:
Investigation ongoing. Review of manufacturing records confirms product was manufactured to specification. A follow up report will be submitted when investigation is completed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.